Event description:
Additional information was received from the patient. It was reported that the patient did not experience urinary retention prior to the device. It was unknown if retention had worsened as a result of the device or therapy. The patient stated they must use the catheterization in order to urinate, have a catheter 24/7 since the first of december. Catheterization was not the patient's standard of care prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported, that they had a problem, when it was not working. They had seen a couple of different doctors, because it was a wonderful device, when it worked. And in the last year, for over a year, they had been up all night. It had not been working. The patient said, they went to one doctor and they put the wiring on another side, but the doctor was flaky and the manufacturing representative (rep) would never show up on time. So, they started going to a new doctor who gave them medicine and told them a representative would call them, but they have not heard anything. And it had been like 10 days. And they were tired of being up all night, it was like their life was compromised. They would pee every 10 minutes. Offered and sent email to the reps in the area and redirected them to their doctor. The patient said, they had tried all the settings and turned it off and on and worked with three different doctors. They said, when they worked with one of the doctor's office, they turned it off and they peed all the time. Then they turned it back on. And also, worked with a rep and one of the times they turned it back on, they pooped all over, because it affected their bowels too. The patient said, in the past they had met with a rep, who was wonderful and had helped them when they had problems.

Manufacturer narrative:
Continuation of d10: product ID: 97800, serial#: (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator, product ID: 978a128, lot#: va2clvf, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They confirmed that the retention had worsened as a result of the device or therapy. They were in more pain and unable to hold their bladder. The urination was more often.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient repeated therapy issues and said that has been going to the ER for their bladder issues and a couple months ago had knee replacement surgery and they turned implant off. Patient said is having issues with bladder retention and doesn't think that the therapy was turned back on. Patient said that did see a physician yesterday and was told that it was off. Reviewed general use and after repositioning patient successfully connected to implant. Reviewed meaning of screen, that stimulation is on and reviewed settings with patient. Patient was directed to keep track of settings and adjustments and to provide update to their managing physician. Patient said is still looking for a physician.